Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, eccentric lesion in the distal left anterior descending coronary artery. The 2.5x12 mm tenku rx balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation; however during the first inflation the balloon ruptured at 10 atmospheres. The tenku bdc was replaced with a non-abbott bdc. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.